Manufacturer narrative:
(B)(4). Information was not provided by the contact. The injection port, the locking connector, tubing strain relief and three pictures from the surgeon were returned. Upon visual inspection, it was observed that the actuator ring was returned in the unlocked position with several brown and red stains observed around the actuator ring and septum retainer. The septum was punctured 16 times. On the tubing strain relief it was observed two small tears on the bigger diameter side the complaint was confirmed, per picture the pictures provided by the surgeon, the tubing strain relief was floating on the catheter. Per visual inspection, it was noted that the tubing strain relief was torn on one side. Two small tears were observed on the bigger diameter from the tubing strain relief. One possible scenario is that these tears were performed during the adjustment of the band. The band is 100% visually inspected prior to distribution. With respect to reported pain, product analysis cannot confirm report physiological in nature. To mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector.

Event description:
It was reported that after six months of the band being inserted, the surgeon decided to act on the level of pain expressed by the patient of uncomfortable feeling in her stomach at the port site. Upon re entry in to the patient the surgeon discovered the port had lost the connection with the metal insultor around the tubing and this was sticking into the patient side. The port was removed and replaced.